Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: hospital: [name] distributor: [name] model #: cd004 lot #: 1526356. While trying to push the thumb ring to open the specimen bag, the bag accidentally fell into the patient¿s body, exposing the metal support frame in the abdominal cavity. Fortunately, the patient remained in good condition, and the user replaced with a new one. There is no impact to patient. User replace with a new one to complete this surgery. There are no other instruments to affect this event. Additional information obtained from distributor via email on 21jan2025 it was not difficult to push the actuator forward. Intervention: user replace with a new one to complete this surgery. Patient status: fortunately, the patient remained in good condition. There is no impact to patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is possible that the actuator was retracted after the bag was inserted into the tube during manufacturing, and the unit may have been inadvertently moved on to the next step. This resulted in the specimen bag falling off the metal supports. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: nephrectomy. Event description: hospital: [name]. Distributor: [name]. Model #: cd004. Lot #: 1526356. While trying to push the thumb ring to open the specimen bag, the bag accidentally fell into the patient¿s body, exposing the metal support frame in the abdominal cavity. Fortunately, the patient remained in good condition, and the user replaced with a new one. There is no impact to patient. User replace with a new one to complete this surgery. There are no other instruments to affect this event. Additional information obtained from distributor via email on 21jan2025 it was not difficult to push the actuator forward. Intervention: user replace with a new one to complete this surgery. Patient status: fortunately, the patient remained in good condition. There is no impact to patient.